Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The three (3) additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arterial closure of the common femoral artery using the pre-close technique prior to aortic aneurysm interventional procedure. Reportedly, four proglide devices did not work because the wire was loose inside the devices. Two additional proglide devices were used to achieve hemostasis. There was no reported clinically significant delay in procedure and no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a needle to cuff miss/disengagement. Additionally, analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The needle to cuff miss and subsequent treatment appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.